Manufacturer narrative:
Physio-control further evaluated the customer's device and the likely cause of the reported issue was determined to be due to a failed upgrade, which caused the device software to be corrupted. Which did not allow the device to power on.

Event description:
The customer contacted physio-control to report that their device had connectivity issues. Upon receipt, physio-control observed that the readiness indicator was not blinking and the device could not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and observed it was unable to power on. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had connectivity issues. Upon receipt, physio-control observed that the readiness indicator was not blinking and the device could not power on. There was no patient use associated with the reported event.